Event description:
It was reported that a 67 yo female, initial left knee implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2022, approximately 12 years post the initial procedure. The patient complained of pain. Loose femur indicated. Patient was last known to be in stable condition following the event. The product is not returning due to chain of custody. Due to the recall the hospital will not release implants. No further information known.

Manufacturer narrative:
Concomitants medical devices: recall device - 1756506, 02-012-35-2015 - logic tibia ps mod insrt sz 2 15mm, 1753187, 02-012-41-2020 - logic tibia traptray cem sz 2f/2t, 1864054, 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of a degradation of the bond between the femoral component and the bone, patient-related conditions, longevity of the implanted device, or any combination of these possibilities, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability and an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.